Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2008. During the procedure, the device worked for four minutes and then deflated. The surgeon checked to see if the balloon had burst and there was a hole in the uterus. The surgeon removed the uterus. The pt is stable.

Manufacturer narrative:
Date sent to the FDA: 12/23/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted.